Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 624000,624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, autoimmune disorder, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were two coils visible bilaterally after placement of the essure lot number:624000 manufacture date:2007/03 expiration date:2009/02 . Lot number:624838 manufacture date:2007/06 expiration date: 2009/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 624838,624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, autoimmune disorder, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: there were two coils visible bilaterally after placement of the essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.